Event description:
The mother of the pt observed blood backing up and called for a nurse. The nurse observed that blood had backed up to the distal endo of the filter. She also observed some leakage at the filter. The nurse flushed the line, changed the set, and no further leakage was observed. No pt ill effects or harm were sustained from the incident.